Event description:
The dr could not insert the iab into the pt. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event-reported 10/14/97.) (Pt's current status: unk-rpt'd 10/14/97.)